Event description:
It was reported that the generator is giving an error code 5 when powered on with no devices attached. The customer cycled the power several times and received the same error. No patient involvement was reported. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the power supply due to the power supply would not let the unit power up, the main pcb was replaced due to it was causing the unit to display error codes during initialization, confirming the customer complaint. The site also replaced the bezel due to it was cracked at both corners. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.